Event description:
It was reported that closure of the left common femoral artery and the right common femoral artery was attempted with four prostyle devices (2 on each site) after a percutaneous coronary intervention procedure using a 7f sheath. Reportedly, with all four devices, a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis in the right common femoral artery. Manual compression was used to achieve hemostasis in the left common femoral artery. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The other prostyle devices referenced in event are filed under separate medwatch report numbers.